Event description:
Synovitis/synovium was affected [synovitis] ([knee swelling], [knee pain]) pain [pain]. Case narrative: this case is cross referred with cases (B)(4) (same patient), (B)(4). (Cluster case) initial information received on (B)(6) 2019 from france regarding an unsolicited valid serious case received from a physician (rheumatologist) via sales representative. This case involves a 47 years old female patient who experienced synovitis/synovium was affected (latency: unknown) and pain (latency: unknown), after she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The past medical treatment included synvisc one in 2016. Past medical history, vaccination(s) and family history were not provided. Concomitant medications included betamethasone dipropionate, betamethasone sodium phosphate (diprostene). On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at unknown dosage at unknown frequency via intra-articular route in left knee (lot - unk) for unknown indication. Information on batch number was requested. On (B)(6) 2019, patient experienced swelling of the left knee, pain, with no fever and no effusion. Crp was normal. The synovium was affected. On the unknown date in (B)(6) 2019, a puncture of 5 cc was performed. Liquid was of sterile type and not inflammatory, there was no crystals. On the unknown date in (B)(6) 2019, patient was hospitalized. She received first corrective treatment with profenid IV 300 mg/day. An ultrasound was performed, showing no inflammatory reaction after the injection of synvisc one. On the unknown date in (B)(6) 2019, patient was diagnosed with synovitis/synovium was affected (latency: unknown). The patient was hospitalized for this event. Then the patient was administered with cortancyl 60 mg per as corrective treatment. Final diagnosis was synovitis/synovium was affected and pain. Corrective treatment: ketoprofen (profenid) and prednisone (cortancyl) for both events. Outcome: not recovered for both events a product technical complaint was initiated on 06-may-2019 for synvisc-one. Batch number: unknown global ptc number: 58304. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 06-jun-2019. Additional information received on 06-jun-2019. Investigation summary received and ptc results added. Text amended accordingly. Based on the information previously received, the event of a puncture of 5 cc was performed was deleted and information has been amended. Text amended accordingly.

Event description:
Synovitis/synovium was affected [synovitis] ([knee swelling], [knee pain], [joint effusion]) pain [pain]. Case narrative: this case is cross referred with cases (B)(4) (same patient), (B)(4). (Cluster case). Initial information received on 18-apr-2019 from france regarding an unsolicited valid serious case received from a physician (rheumatologist) via sales representative. This case involves a 47 years old female patient who experienced synovitis/synovium was affected (latency: unknown) and pain (latency: unknown), after she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The past medical treatment included synvisc one in 2016. Past medical history, vaccination(s) and family history were not provided. Concomitant medications included betamethasone dipropionate, betamethasone sodium phosphate (diprostene). On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at unknown dosage at unknown frequency via intra-articular route in left knee (lot - unk) for unknown indication. Information on batch number was requested. On (B)(6) 2019, patient experienced swelling of the left knee, pain, with no fever and no effusion. Crp was normal. The synovium was affected. On the unknown date in (B)(6) 2019, a puncture of 5 cc was performed. Liquid was of sterile type and not inflammatory, there was no crystals. On the unknown date in (B)(6) 2019, patient was hospitalized. She received first corrective treatment with profenid IV 300 mg/day. An ultrasound was performed, showing no inflammatory reaction after the injection of synvisc one. On the unknown date in apr-2019, patient was diagnosed with synovitis/synovium was affected (latency: unknown). The patient was hospitalized for this event. Then the patient was administered with cortancyl 60 mg per as corrective treatment. Final diagnosis was synovitis/synovium was affected and pain. Corrective treatment: ketoprofen (profenid) and prednisone (cortancyl) for both events. Outcome: not recovered for both events. A product technical complaint was initiated on 06-may-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 06-jun-2019 additional information received on 06-jun-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Synovitis/synovium was affected [synovitis] ([knee swelling], [knee pain], [joint effusion]) pain [pain]. Case narrative: this case is cross referred with cases (B)(4). Initial information received on 18-apr-2019 regarding an unsolicited valid serious case received from a physician (rheumatologist) via sales representative. This case involves a (B)(6) female patient who experienced synovitis/ synovium was affected and pain, after she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) her past medical treatment included synvisc one in (B)(6) 2016. Her past medical history, vaccination(s) and family history were not provided. Concomitant medications included betamethasone dipropionate, betamethasone sodium phosphate (diprostene). On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at unknown dosage at unknown frequency via intra-articular route in left knee (lot - unk) for unknown indication. On (B)(6) 2019, patient experienced swelling of the left knee, pain, with no fever and no effusion. Crp was normal. The synovium was affected. On the unknown date in (B)(6) 2019, a puncture of 5 cc was performed. Liquid was of sterile type and not inflammatory, there was no crystals. On the unknown date in (B)(6) 2019, patient was hospitalized. She received first corrective treatment with profenid IV 300 mg/day. An ultrasound was performed, showing no inflammatory reaction after the injection of synvisc one. On the unknown date in (B)(6) 2019, patient was diagnosed with synovitis. Then the patient was administered with cortancyl 60 mg per as corrective treatment. Final diagnosis was synovitis/synovium was affected and pain. Corrective treatment: ketoprofen (profenid) and prednisone (cortancyl) for both events. Outcome: not recovered for both events. Seriousness criteria: hospitalization for synovitis/synovium was affected. A product technical complaint was initiated, and results were pending for same.